Manufacturer narrative:
Received the catheter only for evaluation. The exterior of the sample was visually inspected and did not find any evidence of a failure that would support the reported event. Per the functional testing, the balloon was inflated, using a lab syringe, with 10cc water using normal fill technique and the balloon inflated without difficulty in 11sec and 5sec and the inflation funnel did not balloon out during inflation. The balloon was deflated and re-inflated again with the quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. The sample was dissected and did not find anything to contribute to the reported problem. The following were the results for the dimensional evaluation: eye snip length 3/32¿, eye snip width 1/32¿, eye snip distance from distal cuff 13/32¿, eye snip distance from proximal cuff 8/32¿, rubberize thickness 11 thou, reinforcement 166 thou, inflation funnel thickness 54 thou, balloon thickness (average) 18 thou, inflation lumen coverage 10 thou. There was no indication that this product was out of specification. The product was manufactured per the manufacturing procedure. The reported event was unconfirmed as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not inflate the balloon in the urethra, do not pull the catheter hard." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the pre-test, the user was allegedly unable to inject water into the inflation lumen. It was noted that the lumen ballooned when injected with the water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the pre-test, the user was allegedly unable to inject water into the inflation lumen. It was noted that the lumen ballooned when injected with the water.